Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1195. The pt had two leads implanted with the same lot number. It was reported the pt's occipital leads (off label use) were sticking out of the pt's skin. It was also reported, she was experiencing an increase recharge burden. The pt underwent surgery where her leads and ipg were removed. The pt plans to have a new scs system implanted after her incision have healed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.